Event description:
After a year of having essure implanted in my tubes, I started losing patches of hair on my head. I went to the doctor and was tested positive for lupus. A few months later as pain started to set in my entire body I was also diagnosed with fibromyalgia. I have been fighting random rashes, bloating, hair loss, pain in my entire body, brain fog, insomnia, and many more symptoms. It is all said to be because I developed an allergy to the nickel which causes autoimmune problems to begin.